Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
While using a byte day aligners. Patient reported, that their dentist has told them to stop aligner treatment, because they have noticed reabsorption of the patient's roots. Requested letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.